Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported some "haloing" in mid-day sunlight. The icl remains implanted. The surgeon indicated the event was resolved with blinking. No medication or treatment was required. The patient's post-op visual acuity was 20/20.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No: lens implanted.method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - it was reported by the patient that he was experiencing some subjective visual disturbances ("haloing in mid-day sunlight") following icl implantation in 2012. According to the dcr, dated on (B)(6) 2014, the reported event was not solely attributed to the device but to the patient related factor (" resolves with blinking"). No additional treatment was planned or done and va was 20/20. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).